Event description:
Reduced visual performance [visual acuity reduced] an ophthalmologist reported that one of his pts had experienced reduced visual performance in 2004 after having been implanted an intraocular lens (tecnis, model z9000. Date of surgery unspecified). The ophthalmologist intended to remove the lens and send it back for quality assessment. At the time of the report the pt did not recover. The event was considered serious/persistent or significant disability/incapacity). The medical personnel, user facility, distributor, manufacturer or product caused or contributed to the effect.